Manufacturer narrative:
The batch number could be verified. Our manufacturing q-system assures that production and process controls are in place to ensure that batches "confirm" to the applicable specifications before they are distributed. The removal of a dental implant during surgery without the replacement of another dental implant is a known inherent risk of the procedure due to either lack of primary stability of the implant (patient or procedure related). It may also include the removal of an implant after osseointegration due to either the "clincian's" or patient's decision. The manufacturer's trend analysis confirms that usually procedural errors and/or patient's condition contribute to the event.

Event description:
The clinician reported that the day the dental implant was placed, in fdi site #22 of the patient's mouth, a failure occurred. Primary stability was not achieved. Previous bone augmentation was involved in this event and the blick graft fractured eventually. The product was returned for investigation. No further operative or post-operative complications were reported for the patient.